Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a cesarean section on (B)(6) 2024 and ¿post-op hemotomas observed due to lack of coagulation¿. There was no report of impact or injury, medical intervention or prolonged hospitalization for the patient. The procedure was not completed and an alternate device was not used. Further assessment has been sent; however, to date no new information has been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record(DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: plug the 3-prong power cord into the electrosurgical generator of your choice. Confirm that all power settings on the generator are appropriate for the procedure being performed. The electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desired effect. Plumepen® ultra is a monopolar electrode, the use of a dispersive electrode is required to prevent burns/injury to patient. Please refer to electrosurgical generator user manual and dispersive electrode instructions for use for additional instructions. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a cesearean section on (B)(6) 2024 and ¿post-op hemotomas observed due to lack of coagulation¿. There was no report of impact or injury, medical intervention or prolonged hospitalization for the patient. The procedure was not completed and an alternate device was not used. Further assessment has been sent; however, to date no new information has been received. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.